Event description:
Event was reported to (B)(4) by an attorney. The patient experienced frequent infections, bleeding, dyspareunia, recurrence of her incontinence, chronic pain and suffering, and other injuries as they become apparent. No further information has been provided.